Event description:
According to the customer, the nebulizer is "not working, will not turn on." The customer reported that treatments are required "twice a day and has been without a working nebulizer since sunday."

Manufacturer narrative:
According to the customer, the nebulizer is "not working, will not turn on." The customer reported that treatments are required "twice a day and has been without a working nebulizer since sunday." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.